Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during the initial drain cycle of automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated the initial drain cycle prior to connecting transfer set to the patient line of the homechoice set. By the time hp contacted tsc home patient had transfer set connected to the patient line of the homecoice set. Tsc assisted hp in ending thereapy early and advised home patient to setup with new supplies to complete apd thereapy. Per rn, no patient injury or medical intervention was associated with this incident.